Event description:
It was reported that a rod bender and holding sleeves erred during a procedure on (B)(6) 2015. The rod bender would not hold a fixed position, while the holding sleeves peeled off (missing threads). The surgery was extended by approximately thirty (30) minutes with a reported patient outcome of ¿good.¿ this report is 1 of 2 for (B)(4)..

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusion could be drawn as the product is entering the complaint system. Device history review: lot 6508176. (B)(4) manufactured the holding sleeve long for matrix (part 03.632.036, lot 6508176). Initially, the part conformed to the supplier¿s certificate of conformance, dated (B)(4) 2011, and synthes final inspection sheet. The parts were released to the warehouse on (B)(4) 2011. There were no material record reports, non-conformance reports, or complaint related issues with this lot device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation review was performed. The investigation of the complaint articles has shown that: 03.632.036 (pd eval): drawings for the sleeve 03_632_001 rev. J, 03_632_001_1 rev. C were reviewed during the evaluation. The tip geometry on the inner sleeve was changed to a more constant outer diameter and the material of the outer sleeve was changed from radel plastic to anodized titanium. Off axis loading or over-threading the holding sleeve into the screw head may have caused the complaint condition. Technique used with the instrument was not reported however and so an exact root cause could not be determined. During the investigation, no product design or manufacturing issues were observed. No corrective action is warranted at this time. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.